Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) has a nonworking display. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing pcb,color video receiver board d670-00-0736. Fse then performed preventive maintenance(pm) and replacedtubing assembly, filter d008-00-0331, assy,safety disk,italian d997-00-0985-07. Fse then performed full calibration and safety and functionality checks and released the device to clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse replaced the color video receiver board then performed preventative maintenance (pm). The fse replaced the safety disk and filter tubing assembly then completed all safety, functionality, and calibration checks and all tests. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) has a nonworking display. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported